Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: ralp (robot ass lap prostatectomy). Detailed description of event: complaint 1 of 2: complaint # (B)(4) (lot 1438852). Complaint 2 of 2: complaint # (B)(4) (lot unknown). This was the 2nd time they had issues with cd001: the bead got stuck in the white shaft of the device and when they pulled the cord the bead came loose. The 1st time it also happened but they found out later that the bead was missing. Both times outside the abdomen. No instruments saved and only the lot# of the 2nd time it occured. Patient status: patient is ok. Type of intervention: ni.

Event description:
Name of procedure being performed: ralp (robot ass lap prostatectomy). Detailed description of event: complaint 1 of 2: complaint # (B)(4) (lot 1438852) - MFR 2027111-2022-00527. Complaint 2 of 2: complaint # (B)(4) (lot unknown) - MFR 2027111-2022-00528. This was the 2nd time they had issues with cd001: the bead got stuck in the white shaft of the device and when they pulled the cord the bead came loose. The 1st time it also happened but they found out later that the bead was missing. Both times outside the abdomen. No instruments saved and only the lot# of the 2nd time it occured. Patient status: patient is ok. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.